Event description:
As reported by the edwards field clinical specialist (fcs), approximately 3 years and 10 months post tavr implant of a 29mm sapien 3 valve by transfemoral approach, the patient underwent a valve in valve procedure using a 29mm sapien 3 valve due to stenosis. The most recent echo showed severe aortic stenosis (as), mean gradient 58mmhg, with a aortic valve area (ava) of 0.82, vmax 4.8mm, ef 26%, mild ai. Per report, this was considered early valve failure. The patient was also on hemodialysis and suspected history of endocarditis because of a mobile mass on the valve. Blood cultures were negative and no remote clinical signs of endocarditis.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Manufacturer narrative:
Per administrative review of this complaint file on (B)(6) 2024, a correction to the MDR is required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event of embolism. The initial echocardiogram indicated that there was mobile echodensity attached to the aortic valve, which remained unchanged. A subsequent echocardiogram stated that this was a mobile calcified mass seen in lvot, similar to prior studies. The embolus has the potential to detach and cause a myocardial infarction, stroke, or distal peripheral occlusion, however, the medical records received did not indicate any type of treatment for the calcified mass. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
Per medical record review, it was indicated that the patient developed severe prosthetic aortic valve stenosis and mild central regurgitation approximately 3 years and 10 months post-implantation. The pre-op echocardiogram demonstrated severe aortic stenosis and mild central regurgitation also mentioned there was a mobile echodensity attached to the aortic valve, which was unchanged from a prior echo done. The patient had a successful valve-in-valve procedure (viv) with another 29mm s3 valve being implanted in the aortic position via transfemoral approach with no perivalvular regurgitation. There is no mention of the echodensity attached to the aortic valve on either of the pre-tavr echocardiograms, but the second most detailed echo report did state there was a "mobile calcified mass seen in lvot, similar to prior studies." Whether this is the same echodensity discussed in the echo report is inconclusive. There is also no indication of any type of treatment for this calcified mass.

Manufacturer narrative:
Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. Update to a4, b5 and b7. The 29mm sapien 3 valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of post-implant stenosis and central regurgitation were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "approximately 3 years and 10 months post tavr implant using a 29mm sapien 3 valve via transfemoral approach, the patient underwent a valve in valve procedure using a 29mm sapien 3 valve due to stenosis". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The patient was on hemodialysis, indicating that the patient had chronic kidney disease (ckd). Additionally, the medical record confirmed that the patient had a history of hyperlipidemia. Chronic kidney disease (ckd) and hyperlipidemia are well-known risk factors for developing bioprosthetic valve calcification leading to stenosis. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). It is possible that stenosis prevented the leaflets from proper coaptation, resulting in central regurgitation. In this case, available information suggests that patient factors (stenosis, ckd, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), potential adverse events associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. There are multiple etiologies for bowel ischemia/infarction including embolization occurring after device manipulation, bav, or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event of ischemia. Investigation results suggest/indicate that the cause of the ischemia is unknown., however, it may be due to patient factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.